Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging elevated blood glucose (bg) readings for the past 5 days. Blood glucose results were not provided, nor was there any mention of symptoms. At the time of the call, the patient denied any bent cannulas or site issues. The patient expressed concern that basal delivery was not occurring; however, was unable to do any troubleshooting at the time of the call due to having to attend a meeting. The patient agreed to call animas back to troubleshoot the pump. Animas customer support made several attempts to reach the patient by phone to troubleshoot the pump; however, were unable to reach her. There is no indication that the subject pump caused and/or contributed to a serious injury. The patient did not report blood glucose readings or symptoms that meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue with the subject pump not delivering insulin remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.